Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. A customer experienced a skin irritation at the sensor site. The customer experienced a symptom of itching and had contact with a healthcare professional (hcp) who prescribed sifidyn beta cream for treatment. The customer "applied the cream on their own initiative." There was no report of death or permanent impairment associated with this event.